Event description:
Same case as: 2134265-2015-00492 and 2134265-2015-00769. It was reported that an automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with an atlantis¿ sr pro² coronary imaging catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, the recorder started but automatic pullback was unable to perform. Vessel size was measured and the deployment of stent was confirmed through a manual record. The procedure was completed successfully by performing a manual pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).